Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was moved because it was superficial. The revision occurred (B)(6) 2017. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient lost weight and stimulator began to turn in the pocket. It was determined that she needed a pocket revision. Adaptive stim had been initiated on the battery and when the pocket was moved the alignment on the battery longer matched to her positions. The battery was reoriented and the patient is happy. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was moved to the opposite side and down lower. The manufacturer representative stated that the patient needed to be reoriented and it was reviewed how to reorient the ins. It was noted that the pocket move/revision took place about three weeks prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.